Event description:
The customer reported via phone call that the insulin pump would not allow the customer to bolus. The customer explained that there was a black circle on the screen that they were unable to fill the tubing. The customer stated that the issue occurred after changing the infusion set. The customer's blood glucose was 240 mg/dl. While troubleshooting, it was found that the insulin pump was stuck in the rewind complete/bolus delivery loop. The customer disconnected the call before troubleshooting could be completed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.